Event description:
A report was rec'd that a hosp employee experienced eye pressure after shining the light of a surestep prolaser meter directly into their eyes. On 6/21/2001, during an orientation on how to use the ss meter, another employee passed the laser scanner of the ss meter slowly across pt's eye at a distance of about 6 inches. The laser scanner of the ss meter has an accessible emission limit of 1.0mw and a wavelength of 650nm. If viewed directly for more than 0.25 seconds, eye damage could occur. According to the MFR, there are no known health risk hazards from accidental exposure. Pt has been advised to see an ophthalmologist. Device MFR has been notified of event.